Event description:
It was reported that the patient experienced syncope and multiple falls. There was intermittent atrial undersensing and atrial pacing noted on the egm and stored egm. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).